Event description:
We are experiencing issues with our new kangaroo pumps with the electrical plug breaking off in the wall outlets. This is about the third or fourth one so far. I am hearing from other sites that this is an issue there as well. No harm to staff or patients, although this presents a delay in therapy to the patient. Pumps are approximately one year old.